Event description:
Bedside percutaneous trach being performed without difficulty. Resulted in posteriior tracheal tear. Trach removed & orally intubated with tube extending past the tear. 2 other recent similar injuries with same type percutaneous trach kit.